Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pr reported their controller (ptm) became unresponsive night before last. The patient described not being able to recharge their neurostimulator (ins) battery saturday causing the ins to become depleted sunday. Pt stated they feel an "amping up' when the stimulation is turned on after being fully charged causing them to be able to tell when the ins begins to get low because they can no longer feel the "amping" sensation. Patient services (pss) had the pt test the ptm with the ac power supply connected without li battery pack (bp) but ptm did not power on. Pss then had pt try alkaline aa batteries but was unsuccessful. Pt then reinserted battery pack and reconnected power supply. Pt noted the green indicator light illuminated on the power adaptor box but the ptm 'battery indicator' light did not. Pt did not detect any damage to ptm connector port or power supply plug. Pt also did not hear any rattling inside the ptm when shaken. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97745 controller (s/n (B)(6) revealed that the main board was replaced due to no power and the case front was cracked/worn and replaced as well. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.